Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.

Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were visually observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.